Manufacturer narrative:
H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration occurred during hemodialysis with an ak96 machine. It was observed that the patient's weight dropped 1kg from the dry weight. The expected ultrafiltration was 2kg; however, the actual ultrafiltration was 3kg. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.